Manufacturer narrative:
A general reagent problem can be excluded as the calibration and qc were acceptable. Based on the provided information from the 1st service visit, the cause was consistent with a pre-analytical issue at the customer site (the contaminated sample probe with a clot and the sample-related alarms). Based on the outcome of the 2nd service visit, the cause was also consistent with a pre-analytical issue and an instrument-related issue (component failure). Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with albumin gen.2 (alb2) assay on a cobas c503 analytical unit. Initial result: 1.65 g/dl. The customer questioned the initial result as it did not match the patient's previous results in the customer's laboratory's information system and repeated the sample. No questionable result was reported outside the laboratory. 1st repeat result: 2.88 g/dl. On (B)(6) 2025: 2nd repeat result: 3.82 g/dl. The repeat result of 2.88 g/dl was deemed to be correct.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The alarm trace was provided from (B)(6) 2025. Two sample short alarms, an abnormal aspiration (sample pipetter) alarm, and two sample clot detection alarms were noted on (B)(6) 2025. The field service engineer found a clot or plaque on the sample probe. He decontaminated the instrument, cleaned the valve, adjusted the sample probe rinse water level, and decontaminated all probes. He also checked the gear pump pressure and it was within the normal range. The investigation is ongoing.